Event description:
Allegedly, a nurse working in a hospital developed a latex allergy. The nurse allegedly developed the latex allergy while using unidentifed gloves. Ssl americas, inc. Was notified of the event through a process of litigation involving many companies, it is unclear that its device was used or caused any injury to the pt.